Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: the reported complaint of the platform displaying user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed upon power on of the platform prior to functional testing. Although the archive did not show a ua45 occurring on the reported event date of 01/02/2014, there were multiple ua 45 faults observed on other dates. The ua 45 fault was cleared during evaluation by using the function from the administrative menu on the platform to return the shaft to the "home" position. The platform was then run for 20 minutes using a substitute battery and then an additional 5 minutes with a test battery and the fault could not be duplicated. The investigation results indicated that the cause of the observed ua 45 faults was the clutch plate sticking making it difficult to rotate the driveshaft. Please note that per the autopulse user guide, a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. The autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. The reported issue relating to the lifeband retracting was confirmed. The investigation results indicated that this was due to the clip retainer being worn and not retracting fully. The cause has been determined to be normal wear and tear over time. Following service of the platform, including replacement of the clutch plate and belt clip retainer, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message that could not be cleared by powering the device off and on. Customer also noted that the lifeband was retracted all the way up. No patient involvement was reported. No further information was provided.